Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation). Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). Verified tubing integrity and connections; no blood or discoloration observed. Guided (B)(6) through troubleshooting and performing an iab fill, which resolved the alarm and therapy resumed. Patient ventilated with peep of 6 and in hypothermia cooling phase likely contributing factors to alarm.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - h6 (component codes).